Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. The customer treated with bolus from the pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer stated that the pump alarmed no delivery. The customer stated that she had to replace 4 or 5 infusion sets out of the 8 she had. The product was not returned for analysis.